Event description:
Customer care received a call from a piccolo xpress customer in the united kingdom. The customer reported that after reinstalling their repaired analyzer, they experienced a ¿crackling noise¿ accompanied by a noticeable odor.

Manufacturer narrative:
Upon troubleshooting, our technical support team determined that the end user had been provided with an incorrect power supply (output: 19v, 130w max) instead of the required specification (output: 16v, 120w max). The customer was advised to unplug and discontinue use of the incorrect power supply. There was no patient involvement, no health consequences, and no impact on the end user. The correct power supply was provided to the customer immediately. A follow-up will be provided upon completion of the investigation.

Manufacturer narrative:
A customer reported that, after reinstalling their repaired piccolo xpress analyzer, they experienced a ¿crackling noise¿ accompanied by a noticeable odor. Upon troubleshooting, our technical support team determined that the end user had been provided with an incorrect power supply (output: 19v, 130w max) instead of the required specification (output: 16v, 120w max). A return material authorization (RMA) was initiated for further investigation. Overheating of internal components may lead to a device short circuit, burning, or a hot odor, device shutdown, and/or operational disruption, i.e., a delayed test. Based on the product design and low voltage, a safety hazard for the operator is not expected, but cannot be excluded. Customers have been advised to disconnect the device in case of a short circuit and ensure air ventilation. A notification to customers was performed. This is not a batch issue. It was confirmed that the manufacturer supplied two devices that were found to be impacted to one distributor in the u.k. The distributor was notified through the complaint process and the fsn letter. The instrument was returned for evaluation. The investigation was completed on 22 jan 2026, confirming that the incorrect supply can cause a short circuit and the instrument is not able to power up with the incorrect power supply. A CAPA was initiated and found the root cause was determined to be a lack of verification in the picking process to confirm that the power supply part number matched the sku product number, allowing the incorrect power supply to go undetected. This event originated from a customer complaint from a distributor in the united kingdom. The customer has been advised to follow the recommended actions through the standard complaint process, and no further notification is required. Additionally, another unit was identified as having been sent to the distributor in the united kingdom and has been notified via a field safety notification (fsn) regarding an incorrect power supply. For all customers identified in other markets, the following actions have been communicated. Required action:1. Immediately disconnect your analyzer from the current power supply 2. Review the brand of the power supply you received with the service RMA. If you have received a power supply branded franmar (output: 19v, 130w), please do not reconnect your analyzer. Await the arrival of your replacement power supply before resuming use. If your power supply is labeled ¿volgen assy¿ or ¿cui inc,¿ you have received the correct power supply. You may continue to use your piccolo xpress analyzer as normal and retain the power supply you received as a spare. Corrective action: as a preventive measure, the correct replacement power supply was sent to all affected customers. Letters have been sent to the three distributors impacted outside the u.k. The distributor sysmex UK, which was also notified through the complaint process, received a new power supply. The customer who received the fsn confirmed that the device in question did not have the incorrect power supply. The distributor sysmex UK has responded with a follow-up, and the fsn message was returned. 23dec2025.